Event description:
From staff: during a total knee arthroplasty, the surgeon was inserting a drill pin at the surgical site when it broke into 2 pieces. One of the pieces was still in the patient and it was discovered immediately. The surgeon was able to safely remove the imbedded piece. From operative report: one femoral pin sheared in half. The broken portion was found within the soft tissue. The second pin that was used held.